Manufacturer narrative:
Added information to section b5 (describe event or problem), b7 (additional text). The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 23mm inspiris valve was explanted after an implant duration of three (3) years and ten (10) months due to degeneration with fibrosis of the leaflets leading to severe insufficiency and moderate stenosis. Mean transprosthetic gradient was 26 mmhg, peak gradient 46 mmhg. Approximately three (3) years after implantation, te echocardiogram, aortic bioprosthesis showed thickened and fibrotic leaflets with preserved opening and moderate insufficiency. Approximately three (3) years and seven (7) months after implantation, hospitalization for n-stemi treated by percutaneous transluminal coronary angioplasty (ptca) on left main/left anterior descending artery and subsequent completion procedure on right coronary. During the hospitalization it was performed echocardiogram with evidence of severe intraprosthetic regurgitation. Since patient's discharge approximately three (3) years and seven (7) the patient reported paroxysmal nocturnal dyspnea and worsening of the dyspnoic threshold (classified in nyha iii class). Approximately three (3) years and eight (8) months patient presented at the emergency room with pulmonary edema. The patient was hospitalized for heart failure and a 3300tfx19mm valve was successfully implanted in replacement. The patient suddenly developed septic shock on postoperative day 2 and expired. As reported, the death was not related to edwards device but to an infection with gram negative bacteria. Endocarditis was excluded.

Manufacturer narrative:
Added information to section b5 (describe event or problem), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). H10: additional manufacturer narrative: a device history record (DHR) review was unable to be performed because the serial number of the valve is unknown. No images were provided, but the device was returned to edwards lifesciences for further investigation, confirming stenosis and degeneration through observed heavy calcification on all three leaflets. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a manufacturing non-conformance. Based on the information available, the most likely cause is patient factors, including hypercholesterolemia and chronic renal failure. There is no evidence to suggest an edwards manufacturing defect.

Event description:
Edwards received notification that a 23mm inspiris valve was explanted after an implant duration of three (3) years and ten (10) months due to degeneration with fibrosis of the leaflets leading to severe insufficiency and moderate stenosis. Mean transprosthetic gradient was 26 mmhg, peak gradient 46 mmhg, associated to severe intraposthetic regurgitation. Approximately three (3) years after implantation, te echocardiogram, aortic bioprosthesis showed thickened and fibrotic leaflets with preserved opening and moderate insufficiency. Approximately three (3) years and seven (7) months after implantation, hospitalization for n-stemi treated by percutaneous transluminal coronary angioplasty (ptca) on left main/left anterior descending artery and subsequent completion procedure on right coronary. During the hospitalization it was performed echocardiogram with evidence of severe intraprosthetic regurgitation. Since patient's discharge approximately three (3) years and seven (7) the patient reported paroxysmal nocturnal dyspnea and worsening of the dyspnoic threshold (classified in nyha iii class). Approximately three (3) years and eight (8) months patient presented at the emergency room with pulmonary edema. The patient was hospitalized for heart failure. Tee was performed with evidence of degeneration of aortic bioprosthesis. A 3300tfx19mm valve was successfully implanted in replacement. The patient suddenly developed septic shock on postoperative day 2 and expired. As reported, the death was not related to edwards device but to an infection with gram negative bacteria. Endocarditis was excluded.

Event description:
Edwards received notification that a 23mm inspiris valve was explanted after an implant duration of three (3) years and ten (10) months due to degeneration with fibrosis of the leaflets leading to severe insufficiency and moderate stenosis. The patient was hospitalized for heart failure. Possible tavi with valve in valve procedure was considered but the only possible therapeutic option was traditional prosthetic replacement surgery. A 3300tfx19mm valve was successfully implanted in replacement. The patient suddenly developed septic shock on postoperative day two (2) and expired. As reported, the death was not related to edwards device but to an infection gram negative.

Manufacturer narrative:
H3. Device evaluation: customer reports of stenosis and degeneration were confirmed through observed calcification. X-ray demonstrated wireform was bent outwards at commissures 1 and 2. Heavy calcification was observed on all three leaflets. Extrinsic calcific deposits were observed on the inflow and outflow surfaces of all three leaflets. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 3 at the outflow aspect. Leaflets 1 and 2 had tears of approximately 10mm long along the wireform. Hematoma was observed on leaflet 3 on the inflow aspect. The cloth was cut at multiple locations around the ring. Metal band was exposed around all three leaflets on the inflow aspect. H10. Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.